Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that during device preparation, it was noted that mitraclip xt opened when the lock was tested. The arm positioner was turned one full turn from a slightly tightened position when the clip opened continuously to 60 degrees. It was noted that when the clip was locked, it could open from 1 degree to fully inverted as the arm positioner was turned. The lock did not hold with the slightest turn of the arm positioner. A new xt was used to complete the procedure. The issue device was not used in the patient's anatomy.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.